Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed the reported fiber connection issue event as analysis identified the sub miniature a (sma) connector was detached from the rest of the fiber body. Black marks on the fiber jacket at the fiber tip were observed, indicative of overheating. The light from the sma connector could not be observed because the connector was detached. When the fiber was connected to console it read to please connect the fiber. It is probable that during prior use of this reusable fiber, the fiber overheated which may have led to the melting of the connection between the fiber and the fiber connector, thus leading to the reported difficulty. The IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. In the event of no output energy fiber connector may be hot to touch. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.

Event description:
It was reported that during preparation for holmium laser lithotripsy, there was an immediate alarm when the fiber was connected to the console. The procedure was completed using a different fiber. There were no patient complications. Analysis of the returned fiber identified the sub miniature a (sma) connector was detached from the rest of the body.